Event description:
Device malfunction: foot break. Time of device malfunction: unk. Symptoms/ae: none. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after an interventional procedure. Reportedly, the suture could not be pulled out when the plunger was withdrawn from the suture storage device. The device was removed and hemostasis was achieved using manual compression. During device evaluation in 2008, a posterior foot break was found. There were no reported adverse patient effects. No additional info available.

Manufacturer narrative:
Evaluation summary - evaluation of the returned device found the posterior portion of the foot was broken off and not returned. The plunger, cuffs, link, needle tip and monofilament were not returned with the device. The possible cause for this failure mode could be that the needle tip deflected low and struck the foot causing the foot break; however, this could not be confirmed. No manufacturing issues were detected. A root cause for the reported event could not be determined based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this report.